Manufacturer narrative:
A review of the device history record was performed and showed that this device met all required specifications. Analysis of the returned device found the microdelivery catheter proximal shaft was stretched under the strain relief just distal to the hub causing the proximal outer tubings to become separated. The microdelivery catheter was kinked on its middle shaft distal to the stent. The microdelivery catheter distal tip marker was slightly compressed causing the stent to jam in the kinked section of the microdelivery catheter. Blood was present in the microdelivery catheter. The stabilizer was jammed in the microdelivery catheter and appeared to have been kinked, then separated at its proximal shaft. No anomalies were noted to the stent. The damages noted to the returned device are indicative of unusually high stent deployment friction between the stabilizer, microcatheter, and/or stent in the system. The cause of high friction cannot be definitively determined. However, from the information provided, it is probably due to highly tortuous anatomy. Due to the friction, the physician likely applied excessive force between the stabilizer and the catheter in an effort to deploy the stent. This tensile force in the catheter can cause stretching of the microcatheter, and the corresponding compressive force in the stabilizer can cause compression in the stabilizer, which may manifest itself as buckling, bending, and possibly kinking and breakage. Therefore, based on the information available and investigation findings, the reported event was determined to likely be caused by one of the following: excessive tortuosity in the region of the loaded stent, resulting in higher deployment force or excessive tortuosity proximal to the stent, reducing the efficiency of force transmission from the stabilizer to the stent. As this is considered anatomical in nature, the root cause of the event was operational context.

Event description:
Analysis of the returned device found that the microdelivery catheter had separated.